Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2108-50m, serial number: (B)(4), batch/lot number: 21729, model/catalog description: scs lead kit, phase 2 sterile package. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patients leads had moved and migrated. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.